Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump has been alarming for sensor related issues. Blood glucose reading was 132 mg/dl. The customer mentioned that the insulin pump fell into a pool 3 weeks ago. Customer declined functional check and stated that the insulin pump has been working fine. Adivsed that this is off-label use. Nothing further reported.